Event description:
It was reported that the lead was explanted due to low sensing and decreased pacing lead impedance. The patient's condition after surgery was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.